Event description:
The customer reports that a portion of the crystalens was cracked. No indication of patient contact. Additional information is being requested from the physician.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.